Event description:
A falsely elevated troponin I result of 4.33 ng/ml was obtained on a patient sample. The result was not reported to the physician. The sample was retested on the same instrument and on an alternate instrument and results of 0.02 and 0.00 ng/ml respectively were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I was conjugate splash from misaligned or clogged wash probes.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I was conjugate splash from misaligned or clogged wash probes. A dade behring field service representative was dispatched to the account and performed general maintenance on the instrument. The instrument is operating within specifications.